Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff was punctured causing fluid loss. The cuff was removed and replaced. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff was visually inspected, and leak tested. The visual test revealed that the cuff had folds. The leak test indicated that the cuff had fluid loss due to a tear from wear at a corner of a fold. The reported patient symptom of incontinence is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. Based on the information available and analysis results, the tear identified in the cuff could have caused or contributed to the reported clinical observations of fluid loss and a hole.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff was punctured causing fluid loss. The cuff was removed and replaced. There were no further patient complications.